Manufacturer narrative:
Failure analysis revealed that the fiber is broken within the outer flow tubing at open end. The outer flow tubing open end is partially attached to cap. The fiber glass cap detached, however, the glass and metal caps are still secured by outer flow tubing. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass and metal cap exhibit no signs of usage. The outer flow tubing open end exhibits signs of melting, and severe contamination, likely biologic. Based on the device analysis, the probable root cause of the failure is: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the fiber is broken. There were no patient complications reported due to this event.